Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, several non sustained noise episodes were observed and 1 vf event for which there was no egm. It was not possible to reproduce the noise pattern through maneuvers. According to the customer, the noise seemed to be originated from electromagnetic interferences due to a drill. Preliminary analysis suggests that the reported event is due to emi and/or myopotentials.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, several non sustained noise episodes were observed and 1 vf event for which there was no egm. It was not possible to reproduce the noise pattern through maneuvers. According to the customer, the noise seemed to be originated from electromagnetic interferences due to a drill. Preliminary analysis suggests that the reported event is due to emi and/or myopotentials.